Event description:
It was reported that remote monitoring discovered that the right ventricular (rv) lead shock impedances had triggered an alert for high out of range values greater than 125 ohms. It was noted that the values were back down within normal limits, and the impedance trend appeared stable. The lead remains in-service, and technical services was planning to review data and provide plan of action and troubleshooting steps for this patient. No adverse patient effects were reported.